Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# unknown implanted: explanted: product type programmer, patient g2. Foreign: japan medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that the remaining battery level was 100% on the controller and 90% on the implanted neurostimulator (ins), and the setpoint cannot be used for group a. After lowering it to a certain level, it went up a little, but it could not be returned to its original value. Group b has no problems, and if it is set to a after a while, sometimes the value moves, but sometimes it cannot be used. Group b was created in addition to group a which was used for the previous medical consultation, but the causal relationship is unknown. Unknown if any trouble shooting was done. No health damage reported, it is unknown if the issue has resolved. Additional information was received. Implanted neurostimulator (ins) information provided. The cause of not being able to adjust group a has not been determined. They will be contacting the patient directly on (B)(6) 2024. They confirmed the phenomenon that the setting value cannot be set in group a. The patient informed them that they will try group b until the next outpatient visit on (B)(6) 2024, the setting will be changed with physician programmer. No plan for controller replacement at this time. Additional information was received. It was confirmed that the patient saw the ¿settings not available¿ message. Additional information was received. The cause of not being able to adjust group a, was that the no. 1 electrode set in group a displayed showed as "unusable" because it had a status of 40000 o (impedance) unusable. Instead of using the no. 1 electrode in group a and group b, it is now possible to rearrange the settings with a different electrode and switch between groups. The issue has resolved.